Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners are turning their right front tooth. This is the second time with this issue. Educated patient on treatment taking long and not being 100% predictable. Provided information on black triangles and advised seven day rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.